Event description:
Pt underwent egd with balloon dilation and biopsy. Following the dilation, the esophagus was reinspected. There appeared to be a false channel and possible dissection of the tissue planes around the stomach. A gastrografin study later confirmed an esophageal perforation at the esophagogastric junction. The pt was returned to surgery for repair of the perforation.